Manufacturer narrative:
One sample was received and visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was non-conforming. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there was 1 additional complaint for the reported issue. The returned sample was visually conforming and functionally non-conforming. The complaint evaluation was unable to determine why the visually conforming sample leaked. The exact root cause for this complaint is unknown. An investigation has been completed and actions have been implemented in order to improve performance of the valves. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar leaked during surgery. The procedure was completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.